Manufacturer narrative:
Correction: separation failure on the lv lead should not have been reported.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire had failed to advance into the lead.

Manufacturer narrative:
Correction: the correct serial number for the lv lead should have been (B)(6).

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire had failed to advance into the left ventricular (lv) lead.

Manufacturer narrative:
The reported event of failure to advance the guidewire was not confirmed. As received, a complete lead was returned. Visual and x-ray examination of the lead found no anomalies. The guidewire was able to be fully inserted inside the lead with no difficulty. Electrical testing was normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire had failed to advance into the lead. It was also noted that the guidewire had failed to be removed from the lead. The lead was not used, and a new lead was implanted. The patient was in stable condition.